Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer alleged that the bg level was due to incorrect pump settings. The pump log review did not indicate an issue with the settings. The customer acknowledged that the pump was functioning as intended.